Event description:
It was further reported that at a subsequent office visit the symptoms were not present. Testing is being conducted to determine the cause of the symptoms. Arrhythmia or diaphragmatic stimulation is suspected.

Event description:
It was reported that the patient had experienced daily periods of tremors in both the arms and legs lasting minutes to hours. Sometimes it is felt in the chest near the sternum. The clinician could not replicate the symptoms with high output pacing. The device has not recorded any episodes and all measurements are reportedly stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012. (B)(4).